Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer cribriform occluder was chosen for implant using an 9f amplatzer trevisio delivery system. During the procedure, after implanted , it was noted that the occluder did not conform to its desired shape , instead it appeared to be bulged. After several unsuccessful attempts , the device was replaced with a new 30mm amplatzer cribriform occluder . The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.